Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Mother called to report son's hospitalization for high blood glucose. The blood glucose reading is 326 mg/dl. The nurse at the hospital has adjusted the basal rates. Nothing further reported.